Event description:
It was reported that during a cholecystectomy procedure, the problem was that the clip applier cut the cystic duct when the surgeon was trying to ligate it. The instrument was changed for another to continue the procedure and there were no more issues. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.